Event description:
It was reported by or nurse that when a 25mm aortic bioprosthetic valve model 3000tfx was opened, it was found to have a "hair" on the valve. The valve was removed from the field and a new valve was opened and used with no reported complications. Per further follow up, it was learned that the hair was found after the second rinse cycle of the valve when it was handed to the surgeon. There was only one (1) hair and the valve was immediately removed from the field. It was also learned that the hair was removed and is not available to send back with the valve. The color of the hair was reported as "light." There was no patient involvement associated with this event.

Manufacturer narrative:
Device evaluation: the device was received by edwards; however, evaluation has not yet been completed. Additional manufacturer narrative: report of a hair-like particulate noticed on a bioprosthetic valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation summary and edwards investigation results will be reported once completed.

Manufacturer narrative:
Additional manufacturer narrative: device evaluation: the subject device was returned and evaluated; two hair/fiber like particulates were observed on the returned valve on the inflow aspect of leaflets 1 and 3. One particulate was a black fiber (a) approximately 2mm in length, and one blue fiber (b) approximately 2mm in length. No visible inconsistencies observed on the valve. The i.d. Tag was also removed suggesting the valve had been used. Chemistry evaluated the unknown particulates by comparing the ir spectrum of the material. Fiber a could not be identified. The ir spectrum of fiber b showed similar absorption characteristics when comparing to polyester-like material. Polyester-like material is a very common material in operating rooms as it can be found in materials such as wipes, scrubs and scrub caps. Polyester is also used in the edwards valve assembly clean room in gowning materials. However, since the valve has been removed from the jar, it is not clear if the particulates came from edwards manufacturing environment or the hospital environment. The alleged "light color" hair found by the nurse could not be confirmed because it was not sent back with the valve. The particulate that could be identified showed similar absorption characteristics when comparing to polyester-like material. The source of the particulates cannot be conclusively determined; however, polyester can be found in multiple materials in operating rooms. In addition to redundant manufacturing inspections, control measures consisting of IFU precautions are in place to mitigate the risk of contaminating the valve with particulates. The IFU states to avoid contact of the leaflet tissue or the rinse solution with towels, linens or other sources of lint and particulate matter that may be transferred to the leaflet tissue. A CAPA is has been opened to investigate the incidents of particulates on edwards valves.